Event description:
The customer complained that they have two beds where the power cord is damaged.

Manufacturer narrative:
The technician replaced the power cord which resolved the issue. The beds are operating within specification. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.